Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00323 under a different suspect device. Section a patient information, sid(B)(6) is 14 year old female, and sid (B)(6) is 44 year old female. No gender provided. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, and device history record review. Service performed extensive troubleshooting to resolve the issue. Service replaced multiple parts including the filter kit, dilution assembly which was contaminated/dirty. The issue was considered resolved with the replacement of the filter kit, dilution assembly. A review of the alinity I processing module, serial number (B)(6) service history, revealed no additional false elevated patient results reported after service intervention. A review of tracking and trending did not identify an increase in complaint activity for both the alinity I system and the filter kit, dilution assembly with regards to the customer¿s issue. Device history review did not identify any non-conformances with the filter kit, dilution assembly. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed false elevated alinity I free t4 results when processing on the alinity I processing module. Sid (B)(6) of >64.35 pmol/l, repeated 15.14 pmol/l on (B)(6) 2025. Sid (B)(6) of 20.46 pmol/l, repeated 15.15 pmol/l on (B)(6) 2025. Customer free t4 normal range is 9.01 to 19.05 pmol/l for all ages and gender. No results were reported out of the lab. No impact to patient management was reported.